Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of 13jan2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause for the reported issue that the primary bag infused before the secondary bag was not determined because no product was returned. The reported issue that the primary bag infused before the secondary bag could not be confirmed; no product was returned for investigation. No further investigation of this event is possible at this time, and no patient harm was reported. The device is used for treatment purposes.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, further information not provided.

Event description:
It was reported the primary bag infused before the secondary bag. The customer then tried another pump with no change. They were able to properly infuse the medication by placing the secondary drug into the primary bag to continue the infusion. The customer is not sure if they are setting up the infusion properly. There was no patient harm. Although requested, further information not provided.